Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to troubleshoot the issue. The fse found a damaged mixer on ise unit (stuck when mixing for sample pot), worn ise buffer syringe and s inner wash r syringe and deformed peristalsis on the ise unit. The fse replaced the ise mixer and peristalsis on ise unit, replaced ise buffer and s inner wash r syringes to resolve the issue. The failure is due to multiple hardware parts caused by use error. Per au680 user guide (b04779ab effective date june 2015): page 6-124: manually clean the ise mix bar, liquid level sensors, sample pot, and sample pot tubing to obtain accurate results and optimum system performance without unexpected analyzer downtime, perform the following ise maintenance procedure every two weeks or every 3,000 samples, whatever comes first. Replace syringes or syringe case heads page 6-83 for replacing a sample, reagent, or ise buffer syringe, refer to this procedure. Replace a syringe if: there is not smooth resistance when pulling on the piston. A worn or damaged syringe has a pulling movement that is too hard or too loose. The fluorocarbon polymer tip is worn, damaged or there is evidence of the fluorocarbon polymers flaking. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided. (B)(6).

Event description:
The customer reported erroneous low patient results were generated for sodium, potassium and chloride on the au680 clinical chemistry analyzer. There was no change in patient treatment, injury, or death associated with this event. The results were not released from the laboratory.